Event description:
It is reported that a customer was hospitalized for 17 days. The customer's blood glucose at the time of the call was unknown. The customer received a blank display screen on their insulin pump. The customer was transferred to the help line for assistance. It is unknown what caused the hospitalization visit. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.